Event description:
The customer requested a prisma machine check out since during a treatment several "effluent weight change", "blood leak detected", "access pressure extremely negative" and "filter clotting" alarms occurred.